Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) controller ((B)(6)) and five (5) batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6)) were returned for evaluation. One (1) battery ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller ((B)(6)) revealed that the device passed external visual inspection and functional testing. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Supplemental testing also revealed contamination within the power port pins. No damage to the controller receptacles' springs was observed. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections, as well as momentary disconnections that did not lead to premature power switching events, involving (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) within the analyzed period. Momentary disconnections will result in an audible tone or ¿beep.¿ as a result, the reported power switching and "single beeps" events were confirmed. The associated batteries had been lubricated prior to release. Additionally, log file analysis revealed normal discharge rates of the batteries when in use, and the batteries discharged as expected during bench testing. As a result, the reported ¿batteries lasted only two to three hours¿ could not be confirmed. The patient may have perceived the premature power switching events as the reported battery power consumption issue. Review of the alarm log file revealed that one (1) vad disconnect alarm was logged on (B)(6) 2024 at 09:33:45 indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching and beep events can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. The most likely root cause of the observed contamination within the controller power port pins can be attributed to the handling of the device. Additional products: product ID battery / (B)(4)- serial# (B)(6) h3: yes d9: yes, return date: 2024-09-17 product ID battery / (B)(4)- serial# (B)(6) h3: yes d9: yes, return date: 2024-09-17 product ID battery / (B)(4)- serial# (B)(6) h3: yes d9: yes, return date: 2024-09-17 product ID battery / (B)(4)- serial# (B)(6) h3: no product ID battery / (B)(4) - serial# (B)(6) h3: yes d9: yes, return date: 2024-09-17 product ID battery / (B)(4)- serial# (B)(6) h3: yes d9: yes, return date: 2024-09-17 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited "single beeps" and power-switching was suspected. It was also reported that the batteries lasted only two to three hours. The controller and the batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2024 / serial : (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 23-sep-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2024 / serial : (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 22-sep-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2024 / serial : (B)(6): UDI #: (B)(4) d9: no h3: no h4: mfg date: 22-sep-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2024 / serial : (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 22-sep-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2024 / serial : (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 22-sep-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2024 / serial : (B)(6) UDI #: (B)(4). D9: no. H3: no h4: mfg date: 22-sep-2023 h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.